Event description:
The system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records analysis found external insulation abrasion.